Manufacturer narrative:
D3; address corrected. H3: one device was received for evaluation. There were no previous service repairs reported. No errors were identified in the event history log. The reported issue was confirmed through visual inspection. The root cause of the issue was a degraded downstream occlusion (dso) seal. The dso seal was replaced to fix the issue. The device then passed all tests after repairs.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a delaminated/torn downstream occlusion (dso) seal, cracked battery compartment near latch lock slot, scratched lens, and requires a software upgrade. Discovered during testing. There was no patient involvement.